Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. The ICD was replaced with another device. Implanted: 07/26/95, explanted: 08/01/96 (implanted 12 months)